Manufacturer narrative:
H4: device manufacture date - the lot was manufactured between september 26-30, 2024 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address -(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue screw cap of three (3) large volume folfusors were loose in the overpouch of the device. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.